Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) approximately 550 mg/dl; cause was unknown. Elevated bg was addressed via a correction bolus and manual injection. Third party assistance from customers husband was required by assisting with taking blood glucose levels and delivering a manual injection. System check with tandem technical support confirmed that the pump was functioning as intended, however the customer declined to remove and check infusion site at the time of report. Tandem technical support recommended that the customer consult with healthcare provider regarding elevated bg.